Event description:
It was reported that the bd maxzero needleless connector had disconnection. The following information was provided by the initial reporter: the device does not allow correct connection to the infusion set. During use.

Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint samples were from lot 24125145. The feedback provided by the customer states that, "the device does not allow correct connection to the infusion set." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125145 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.